Event description:
It was reported that the user experienced a low blood glucose event when the ilet indicated hypoglycemia, with a measured blood glucose of 69 mg/dl, and the user self-treated with oral glucose tablets; subsequent blood glucose was 84 mg/dl and stabilizing. Symptoms included hypoglycemia. Outcomes included self-management with oral glucose and continued monitoring without need for medical intervention. Investigation included complaint intake, user counseling on monitoring, and troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was user-managed with no evidence of device malfunction and no further action required at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.